Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site struggled to verify the straight suction. It was noted that its tracking was inconsistent. The site used a malleable suction and later were able to verify the straight suction. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the returned straight suction was not able to verify when attached to a known good tracker, returning a divot error of 2.6 mm to 2.8 mm. It failed an iqa divot test with a divot error of 2.7. The ss tip was not physically damaged or dented. No runout noted. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.